Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the tubing of an opt544 optiflow nasal cannula disconnected from the manifold before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint opt544 optiflow nasal cannulae was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the tubing of the opt544 was found to be separated from the manifold. The tubing appeared to have been pulled. A lot check could not be performed as no lot number was provided. Conclusion: we were unable to determine the cause of the reported failure. However, the most likely cause is the caregiver accidentally pulling on the tube during set up. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded. This suggests the subject opt544 was damaged after it was released for distribution. The user instructions that accompany opt544 optiflow nasal cannula state the following: do not crush or stretch tube. Before connecting to patient, check for adequate gas flow and ensure that the system has warmed up.